Event description:
It was reported that during the implant attempt, the lead had no capture. Multiple positions were attempted all with no capture. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.